Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was in backup operation during an attempt to perform a firmware upgrade. The device was restored successfully. The patient would continue to be monitored with regular follow-up. No additional information was provided.